Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead and the lead was to be replaced. It was noted that during the procedure the right ventricular (rv) lead was accidentally dislodged during lv lead placement. The physician was unable to implant both the rv and lv on the left side due to patient anatomy and the rv lead was ultimately placed. The lv lead was explanted and may be reimplanted in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.